Event description:
It was reported a generalized complaint of channel errors on pump modules. It was reported that when channel errors occur, the modules are removed from patient services, a service ticket is created for biomed, and the device is sequestered for pickup and repair by biomed. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported a generalized complaint of channel errors on pump modules. It was reported that when channel errors occur, the modules are removed from patient services, a service ticket is created for biomed, and the device is sequestered for pickup and repair by biomed. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.